Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4, g4-510k: this report is for an unknown cage/spacer: conduit eit - tli/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. UDI: as the catalog/model number was not provided, the (01)gtin is not available. D9: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H6 component code: g07002 (appropriate term/code not available) used to capture no findings available due to no product returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra): conduit plif/tlif ¿ retrospective clinical review from lahey clinic. Reported complications include the following: concorde bullet (n=1) renal failure, foot pain (n=1) spinal cord stimulator readmit (n=1) lucency (n=1) heart attack (n=2) incomplete fusion (n=4) listhesis (n=1) degenerative change (n=1) discitis (n=1) fever, delirium, renal failure (n=1) minimal halo around screw (n=1) progressive degenerative disc disease (n=2) stenosis (n=3) degenerative change at adjacent level (n=1) facet arthropathy (n=1) foraminal narrowing/disc protrusion (n=1) disc bulge and degenerative change (n=1) lower back pain (n=1) worsening coronal abnormality and scoliosis (n=1) foraminal narrowing (n=13) reoperation for adjacent segment disease conduit plif (n=1) instability, disk herniation, back and leg pain (n=1) fall (n=1) stenosis (n=1) lower back pain (n=1) herniation (n=2) reoperation for adjacent segment disease conduit tlif (n=2) lower back pain (n=2) fall (n=1) reoperation for adjacent segment disease this is for depuy synthes cage/spacer: conduit eit - tlif. This is report 3 of 3 for (B)(4).